Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the evaluation revealed that the drill jams in the sleeve after approx. 75% of the insertion travel and can then only be removed again with increased force. Further the drill shows grinding marks (see evaluation picture 3). The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during an elbow stabilization surgery with a fibertak the drill got jammed inside the setting tool without a noticeable reason. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.